Event description:
Father of a female, reported infusion device display began to fade. He indicated that after he changed the power pack the infusion device would not power up. Father stated that the power pack only worked for one week. Patient switched to injection therapy. He did not report patient having any physiological effects associated with this issue. No medical assistance was reported. Product was requested to be returned for evaluation.

Manufacturer narrative:
Issue described to agency in recall.